Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: seroma. Concomitant medical products: memoryshape breast implant 350cc, catalog number 3341209, serial number (B)(4), lot number 7278904. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor memoryshape breast implant 305cc and experienced late onset seroma. The side the seroma occurred on is unknown. The patient had an ultrasound with aspiration of the fluid for cytology and cd30. The patient underwent removal and replacement with mentor memorygel breast implants 375cc, catalog number 3503754bc, serial number (B)(4), lot number 7720300 (l) and 425cc, catalog number 3504254bc, serial number (B)(4), lot number 7715622 (r) on (B)(6) 2019. In the absence of clarifying information, the left side will be the default complaint side. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on (B)(6) 2019 indicating the patient experienced bilateral capsular contracture baker grade IV. The seroma was confirmed to have occurred on the left side. The cytology testing returned negative for malignancy per contact. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/27/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).